Event description:
It was reported via phone call that the customer passed away. No further information was given due to data protection. The caller returned the insulin pump for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). S.w version 4.10c. Retainer ring = clear. The customer passed away on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2009, 10/23/2019 to 09/10/2021. A cracked retainer was confirmed. The pump passed all the required testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.